Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-05845. It was reported that the patient was experiencing inadequate coverage and one of their scs leads was having impedance issues. The patient was also experiencing pain at the site of the ipg. The patient noted having taken a fall in the months prior to the event. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.